Manufacturer narrative:
There was no report of any malfunction of an intuitive surgical inc. (Isi) system, instrument or accessory occurring during the procedure; therefore, no product is expected to be returned for evaluation.

Event description:
It was reported that during a da vinci-assisted hysterectomy procedure, the patient's bladder was perforated. The following information is unknown: what specifically caused the injury, if any bleeding occurred, and what medical intervention was rendered due to the complication. Additional information has been requested; however, no response has been received.